Event description:
A surgeon reported following a glaucoma filtration device implant, the patient's intraocular eye pressure (iop) increased. The surgeon reported treatment with medication, needling and digital massages that provided a temporary decrease in the iop. The surgeon reported that the shunt is flowing properly. He feels that it is not providing an effective amount of flow the pt requires. The shunt remains implanted. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire has not been received.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received, no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product cannot be verified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).